Event description:
It was reported that during the case, it was noted that the patient's blood pressure had decreased. Ultrasound was used to confirm pericardial effusion and a pericardiocentesis was performed. The patient was in stable condition at the end of the procedure.

Manufacturer narrative:
The patient condition was stable at the end of the procedure and was released subsequently, however, not further information was provided regarding the patient by the facility thus far. A field service engineer went onsite and performed testing of the system as requested by the manufacturer. Since the system would not pass the acl validation test, the defective system was replaced by a new one (carto 3 system, catalog # fg540000, (B)(4)). The customer indicated that no other equipment malfunctioned and that a service is not required. If the catheters involved in the procedure are returned to bwi in the future, an analysis will be performed and a 3500a supplemental report will be submitted to the FDA as required. Concomitant products: carto 3 system, catalog # fg540000, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow pump, catalog # cfp002 , (B)(4); lasso 2515 nav variable catheter, catalog # ln222515ct, lot # 15230741l; soundstar 10f-90 ge, catalog # sndstr10, lot # unk. (B)(4).